Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information the balloon burst and fragments were reported missing. No intervention was needed at this time and a new catheter was placed.